Event description:
It was reported that the patient experienced diabetic ketoacidosis with an elevated blood glucose level of 1085 mg/dl. She was treated in the hospital with insulin via perfusor. When the hospital staff removed the cannula from the patient's body they found the cannula to be bent. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.